Manufacturer narrative:
Evaluation summary: during revision surgery, it was noted that the stem was well fixed and acceptably positioned and was, therefore, retained. The cup was also noted to be well-fixed. No devices or photos were received; therefore, the condition of the components is unknown. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unknown. Adherence to rehabilitation protocol is unknown. Surgical notes were provided that indicated that the surgery went as planned. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised for a hematoma.